Event description:
During baxters device eval, the device did not detect an upstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. Further testing was unable to reproduce the undetected upstream occlusion. The device was re-calibrated to ensure proper occlusion detection.